Manufacturer narrative:
Product complaint # (B)(4). Product complaint # (B)(4). Date sent to the FDA: 12/22/2021. H6 component code: g07002 no device problem found. H3 investigational narrative: one sealed box (36 ea) product code 8710 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. The product code is double armed. In order to evaluate the conditions of the returned sample, thirteen packets were opened, and no defects were detected. The swage and attachment area of the two needles were noted to be as expected. The needles were intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational narrative: one opened box with thirty-six sealed samples of product code 8710 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. The product code is double armed. In order to evaluate the conditions of the returned sample, thirteen packets were opened, and no defects were detected. The swage and attachment area of the two needles were noted to be as expected. The needles were intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational narrative: one opened box with sixteen sealed samples of product code 8710 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. The product code is double armed. In order to evaluate the conditions of the returned sample, thirteen packets were opened, and no defects were detected. The swage and attachment area of the two needles were noted to be as expected. The needles were intact and no damages, breakage on body, tip or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a vein bypass surgery on (B)(6), 2021 and suture was used. During the procedure, the needle broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name and date. Vein bypass, (B)(6) 2021. Did the needle broke at the tip or at the body? At the body(end). Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. No. How was procedure successfully completed? With same like product. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-11664 and 2210968-2021-11662.